Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and the key failure is the product tank is leaking. Associated malfunction for this device: power switch short circuited.